Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 31mm watchman flx laa closure device & delivery system was used. Upon release of the closure device, as the sheath was pulled back, a mobile thrombus formation was seen in the left atrium (la) as the device was released from core wire and pulled back into the la. The thrombus was at the threaded insert and on the mitral side. The physician placed a sentinel cps device and attempted to aspirate the thrombus removing the clot. The patient was kept overnight for monitoring with regular neuro checks. The patient showed no signs of stroke upon waking, passed neuro checks and was discharged home.